Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. The analyst commented that the lead was destructively analyzed in an attempt to find anything related to the electrical complaint, however no evidence was found that would attribute to the electrical complaint. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance and a patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. Weekly pace lead impedance trend data shows an increase for min and max rv pace equal to 752 to 3104 ohms peak between (B)(4) 2012.

Event description:
It was reported the patient presented with a patient alert sounding for the right ventricular (rv) lead having impedance greater than 2500 ohms. It was indicated the impedance had been in the 700 ohms range until three months prior when it started steadily rising until the patient alert was triggered. It was also reported the capture thresholds were increasing and high. It was questioned if there was a possible lead fracture or loose connection. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.